Manufacturer narrative:
Blank display/cosmetic damage complaint. The thus download was successful. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No unexpected low battery alert, battery power loss alarm, replace battery alert or replace battery now alarm noted in the device trace download. Device passed the active current measurement, self test and displacement test. Device was received with high sleep current. Device was received with faded/stained serial umber label, missing reservoir tube o-ring and missing reservoir retainer. The p-cap does not lock properly into place. Unable to perform displacement test and reservoir unable to lock into place due to missing reservoir tube o-ring and missing reservoir retainer. Device was cut opened, inspected and tested. No visible physical damage or moisture damage noted on the electronic assemblies/motor. However, moisture damage found inside battery tube. Replaces a test case, the sleep current was within specific range (.539 miliampere). In conclusion, no blank display noted after battery insertion. High sleep current due to corroded battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 400 mg/dl at the time of the incident. The customer was declined troubleshooting for high blood glucose. Customer stated that the insulin pump had blank display after changing battery cap. Customer stated that the display was not blank less than 30 seconds and did not return. Customer reported that display was blank currently. Insert battery alarm did not display on the insulin pump screen. Customer stated that the display did not return after insulin pump restart. It was unknown that auto mode feature was active or not at the time of event. The device will be returned for analysis.